Event description:
It was reported the patient unknowingly presented with their therapy off on program 2. The patient also reported taking a pretty bad fall about seven weeks ago and they went to the hospital for mris and CT scans. The patient will be following up with their physician on (B)(6)2025 and the therapy support specialist (tss) will send the information to the care team. The tss helped the patient resume the stimulation at program 1, level 3 and the patient will keep the tss posted on how things go. The patient had a fall recently. Their device was interrogated. The patient's device electrode was checked to make sure the patient was feeling the stimulation in the appropriate location. The patient had their fall on (B)(6)2025. It was felt in the rectum. The patient stated being constipated all the time. The patient had a urinary tract infection (uti) in the hospital. The patient also complained of depression, anxiety, and sleep issues. They also go to physical therapy for balance. The patient still has urinary urge incontinence and fecal incontinence. The patient wears diapers and pads all the time and stated the device never worked for them. The patient was given two new programs. The patient will follow up with the physician in week if things do not reside and has to call the patient care team if adjustments need to be made. The physician has ordered the patient something to clean out their system to help with the diarrhea. The patient spoke with a therapy support specialist (tss) and mentioned that their urinary symptoms are slightly better than their last stimulation adjustment, but that they are still not able to control their bowels and are having lots of diarrhea. The patient says they have a sharp pain at times as their only warning that they need to use the restroom, and sometimes it is just gas. The patient stated the pain is not something new, they are aware of it and haven not changed at all as adjustments to the stimulation have been made. At this time, the patient does not have a follow-up appointment scheduled with their physician but will notify their representative if they do schedule one. There were no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description and h6 field.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "anxiety", "depression", "incontinence, fecal", "infection, urinary tract", "pain", "sleep disorders" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient unknowingly presented with their therapy off on program 2. The patient also reported taking a pretty bad fall about seven weeks ago and they went to the hospital for mris and CT scans. The patient will be following up with their physician on (B)(6) 2025 and the therapy support specialist (tss) will send the information to the care team. The tss helped the patient resume the stimulation at program 1, level 3 and the patient will keep the tss posted on how things go. The patient had a fall recently. Their device was interrogated. The patient's device electrode was checked to make sure the patient was feeling the stimulation in the appropriate location. The patient had their fall on (B)(6) 2025. It was felt in the rectum. The patient stated being constipated all the time. The patient had a urinary tract infection (uti) in the hospital. The patient also complained of depression, anxiety, and sleep issues. They also go to physical therapy for balance. The patient still has urinary urge incontinence and fecal incontinence. The patient wears diapers and pads all the time and stated the device never worked for them. The patient was given two new programs. The patient will follow up with the physician in week if things do not reside and has to call the patient care team if adjustments need to be made. The physician has ordered the patient something to clean out their system to help with the diarrhea. The patient spoke with a therapy support specialist (tss) and mentioned that their urinary symptoms are slightly better than their last stimulation adjustment, but that they are still not able to control their bowels and are having lots of diarrheas. The patient says they have a sharp pain at times as their only warning that they need to use the restroom, and sometimes it is just gas. The patient stated the pain is not something new, they are aware of it and haven not changed at all as adjustments to the stimulation have been made. At this time, the patient does not have a follow-up appointment scheduled with their physician but will notify their representative if they do schedule one. There were no further patient complications.

Event description:
It was reported the patient unknowingly presented with their therapy off on program 2. The patient also reported taking a pretty bad fall about seven weeks ago and they went to the hospital for mris and CT scans. The patient will be following up with their physician on (B)(6) 2025 and the therapy support specialist (tss) will send the information to the care team. The tss helped the patient resume the stimulation at program 1, level 3 and the patient will keep the tss posted on how things go. The patient had a fall recently. Their device was interrogated. The patient's device electrode was checked to make sure the patient was feeling the stimulation in the appropriate location. The patient had their fall on (B)(6) 2025. It was felt in the rectum. The patient stated being constipated all the time. The patient had a urinary tract infection (uti) in the hospital. The patient also complained of depression, anxiety, and sleep issues. They also go to physical therapy for balance. The patient still has urinary urge incontinence and fecal incontinence. The patient wears diapers and pads all the time and stated the device never worked for them. The patient was given two new programs. The patient will follow up with the physician in week if things do not reside and has to call the patient care team if adjustments need to be made. The physician has ordered the patient something to clean out their system to help with the diarrhea. The patient spoke with a therapy support specialist (tss) and mentioned that their urinary symptoms are slightly better than their last stimulation adjustment, but that they are still not able to control their bowels and are having lots of diarrhea. The patient says they have a sharp pain at times as their only warning that they need to use the restroom, and sometimes it is just gas. The patient stated the pain is not something new, they are aware of it and haven not changed at all as adjustments to the stimulation have been made. At this time, the patient does not have a follow-up appointment scheduled with their physician but will notify their representative if they do schedule one. There were no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4) this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "anxiety", "depression", "incontinence, fecal", "infection, urinary tract", "pain", "sleep disorders" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b): additional product code: qon. Premarket / 510(k)#: (g4): additional premarket / 510(k)#: p190006. UDI for concomitant product, tined lead: (B)(4), (B)(6).

Event description:
It was reported the patient unknowingly presented with their therapy off on program 2. The patient also reported taking a pretty bad fall about seven weeks ago and they went to the hospital for mris and CT scans. The patient will be following up with their physician on (B)(6) 2025 and the therapy support specialist (tss) will send the information to the care team. The tss helped the patient resume the stimulation at program 1, level 3 and the patient will keep the tss posted on how things go. The patient had a fall recently. Their device was interrogated. The patient's device electrode was checked to make sure the patient was feeling the stimulation in the appropriate location. The patient had their fall on (B)(6) 2025. It was felt in the rectum. The patient stated being constipated all the time. The patient had a urinary tract infection (uti) in the hospital. The patient also complained of depression, anxiety, and sleep issues. They also go to physical therapy for balance. The patient still has urinary urge incontinence and fecal incontinence. The patient wears diapers and pads all the time and stated the device never worked for them. The patient was given two new programs. The patient will follow up with the physician in week if things do not reside and has to call the patient care team if adjustments need to be made. The physician has ordered the patient something to clean out their system to help with the diarrhea.